Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for chronic/intract pain (trunk/limbs). It was reported that the patient saw the "eos" message on their programmer. The eos message meaning was reviewed and the hcp was informed that the ins needed to be replaced. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no actions were taken to resolve the eos message yet. The patient said the message appeared around (B)(6) 2018 no further complications were reported.